Event description:
Additional information: patient was transplanted on (B)(6) 2018. No other equipment will not be returned for evaluation.

Manufacturer narrative:
Concomitant medical products, device evaluated by MFR: additional information. Investigation summary: a direct correlation between heartmate ii lvas, serial number: (B)(6), and the reported event could not conclusively be established through this evaluation. No log files were provided for review. It was reported that the patient underwent a routine heart transplant on (B)(6) 2018. There was no device issue associated with the outcome. The account communicated stating that the patient was upgrade on the transplant list due to a pump stop on (B)(6) 2017. It was thought to be from a power surge. Per investigation under: (B)(4), the reported pump stop on (B)(6) 2017 was confirmed; however, a specific cause could not conclusively be determined through that evaluation. The account also stated that no equipment would be returning. Heartmate ii lvas, serial number: (B)(6), was not returned to abbott for evaluation. The introduction of the hmii IFU provides an explanation of all pump parameters. The pump performance monitoring section of the hmii IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Additional information was requested. Age of device: 1 year, 4 months, 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent a routine heart transplant. There were no device issues associated with the outcome. Patient was upgraded on the transplant list due a pump stoppage on (B)(6) 2017, which was thought to be from a power surge. The pump stoppage was transient, and was not associated with any diagnosed device issues. Patient was asymptomatic during the pump stoppage. Patient was on the transplant list by choice. Pump will be returned for analysis. Additional information was requested but not yet provided.